Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A loose foreign lock washer was found within the device, it is possible that this could cause electrical shorting within the device however this was not observed during testing.

Event description:
The customer reported the unit shut on and off. No patient impact or consequences were reported.